Event description:
The patient was in the hospital between (B)(6) 2015 and (B)(6) 2015 due to intrathecal baclofen withdrawal. In the hospital on (B)(6) the dose was increased from 275mcg to 375mcg/day. They increased the dose again from 375 to 475mcg the next day due to no response from the patient and a 100mcg bolus was given on top of the dose increase. The next day, the patient's tone went down, so the patient was discharged from the hospital on (B)(6) 2015. The patient's follow-up doctor gave the patient's mother another doctor to follow-up with because the patient was now an adult. On (B)(6) 2015, four to five days after the last increase, the patient started having overdose symptoms. The patient had symptoms of agitation, "out of it...not responding normally, very very loose but can't move the way he normally moves". Per the patient's mother the patient was obviously miserable. The pump was interrogated on (B)(6) 2015 and there was nothing wrong with the pump. As of (B)(6) 2015, the patient was back in the hospital with the suspicion of an overdose. They thought something was wrong with the pump. The new follow-up doctor told the patient's mother that she could not see the patient at the facility that the patient was currently at. The patient had to wait all weekend and then couldn' t be seen until (B)(6) 2015. The patient's mother had been requesting a dye study since (B)(6) 2015. The device system was delivering compounded baclofen. On (B)(6) 2015 it was reported that the patient had increased spasticity. A dye study was done and the catheter was found to be occluded. The location of the occlusion was unknown. The pump and catheter were replaced. The patient status was reported as "alive-no injury". The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).